Manufacturer narrative:
The root cause for the intraoperative issue was unable to be definitively determined. Due to a larger stem being placed after the complaint product was explanted, the issue may have been selection of an implant that was too small for the patient anatomy. However, no information is available to corroborate that claim. The sales representative was unable to provide more information on the issue. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A patient underwent a surgery on (B)(6) 2019 performed by dr. (B)(6) to place eleos components. During the surgery, the surgeon attempted to place a 15x152 mm segmental stem into the femur, but it was explanted during the surgery for an unknown reason. The surgeon then placed a 16x152 mm segmental stem into the femur successfully. It is unknown how long of a delay this issue caused intraoperatively.